Manufacturer narrative:
Results: fowler, set screw.

Event description:
It was reported by service report that when pressure was applied to the fowler it would go down without activating the gas cylinders. No pt involvement or adverse consequences are reported.